Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device not detected on the communication bus. The field service engineer (fse) found matrix drawer connection was found disconnected. The connection was reseated and reconnected to the drawer, and the system was tested to confirm proper functionality. Diagnostics were performed, and the customer verified successful operation through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.